Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that after explant of both implants, the patient visual discomfort decreased.

Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implantation, patient had poor visual acuity and monocular diplopia. The lens was exchanged for an unknown monofocal intraocular lens after the initial implant procedure. According to the surgeon, poor visual acuity was linked to non-adapted implants (poor neuroadaptation). There are two medical device reports associated with this patient. This report is for right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, the lens was exchanged with a non-company lens of 16 diopter value. There was a partial improvement in the general symptomatology.